Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 40 cm diameter abdominal aortic aneurysm. Diameter of the aorta at the renal artery at implant was 23 cm and the length of the proximal aortic neck at implant was 40 cm. The degree of angulation was noted as minimal and vessel tortuosity was mild. There was also mild bi-lateral calcification at implant. It was reported that the patient left the operating room and within several hours they had a cold foot suggestive of limb ischemia. The physician noted that this was related to the device and the procedure. It was further reported that the patient had a symptomatic abdominal aortic aneurysm. The case went well and the final angiogram looked good with no obvious issues. The patient departed the hospital but was brought back for a cold foot. The patient was returned to the table and a left leg limb occlusion was diagnosed. The limb was ballooned and stented and a thrombectomy was done. This reportedly resolved the issue and the limb was patent. Additional information received reported that the physician stated that the stentgraft at the area of the occlusion looked stenosed and kinked at the left common iliac ostium. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).